Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material that clogged the air/water channel - however, the material could not be further identified. There was no observation of any physical damage where the foreign material remained. There was no obtained evidence to suggest that any obvious misuse of the device had occurred. Therefore, a further cause of the suggested phenomenon could not be presumed. In the report above, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with the instructions for use. (Cleaning/disinfection/sterilization). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No leakage was found during incoming inspection. Due to clogging of air/water-tube, air supply volume and water supply volume does not meet the standard value. The suction cylinder was discolored. Due to wear of angle wire, bending angle in the downwards direction does not meet the standard value. The distal end cover had a scratch. The adhesive on the bending section cover was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited air/ water flow issues. The device was returned and an evaluation revealed clogging of nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.